Event description:
It was reported that during the health care professional (hcp) called technical services (ts) for further review of this presenting electrogram (egm) due to concerns of loss of capture (loc) on the lead in the left bundle branch (lbb) position. Ts reviewed the presenting and stored egms and determined morphology appeared to be similar to previous egms. Ts is unable to confirm capture and recommends to the hcp to schedule an in person visit for further evaluation. No adverse patient effects were reported. At this time, the lbb lead remains in service.

Event description:
It was reported that during the health care professional (hcp) called technical services (ts) for further review of this presenting electrogram (egm) due to concerns of loss of capture (loc) on the lead in the left bundle branch (lbb) position. Ts reviewed the presenting and stored egms and determined morphology appeared to be similar to previous egms. Ts is unable to confirm capture and recommends to the hcp to schedule an in person visit for further evaluation. Subsequently additional information reported that the lead was tested further and found to be working as expected. The clinician will continue to monitor at this time. No adverse patient effects were reported. At this time, the lbb lead remains in service.